Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. The file was retrieved, and there was no report of injury to the pt.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion by dr, dated 03/08/2002 and 10/12/2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803.